Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. The philips remote service engineer (rse) communicated with the customer and confirmed that the user logged into different product group and there was no issue found in this philips product. The system was working as per specification. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no system malfunction as the customer logged into different product group. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.